Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause is attributed to component damage or deterioration resulting from physical stress. This is consistent with expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, corrosion was identified on both the distal end and the ultrasonic connector of the bronchofibervideoscope. There was no patient involvement.